Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg reached end of life. It was unknown if this occurred prematurely. To address the issue, patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.